Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to upload through the minimed mobile application did not work anymore. The customer reported no adverse event. The event involved product(s) mmt-6101. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Investigation/testing summary: during the investigation, it was discovered that this issue is related to a recent infrastructure upgrade released by the engineering team. No testing was required to ascertain this issue. During this update, usernames containing special characters were not decoded properly, resulting in server failure due to ""username not found"" errors. To assist in resolving the issue, an internal ticket was created for the carelink development team to conduct additional investigation. (Most likely) root cause: the primary reason for this issue is likely the improper decoding of special characters, such as the symbol . This failure in decoding leads to the failure of the condition in verifying the username against the server response. Analysis summary: the carelink development team revisited the previous logic concerning special characters, identified the triggers, and prepared a code to address the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.